Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.(B)(4).

Event description:
It was reported the balloon catheter broke during preparation. Another device from different manufacturer was used to continue the procedure.no patient injury was reported as a result of the procedure.